Event description:
I had a left total hip replacement on (B)(6) 2006. I received the depuy total hip system pinnacle 100 acetabular cup system mm52. Prior to surgery, I had groin pain. After surgery, the pain went away but then in (B)(6) 2012 radiographs showed debonding of the socket of the left hip. I had to have a revision of my left hip replacement on (B)(6) 2012 requiring additional hospitalization. Date of use: (B)(6) 2006 - (B)(6) 2012. Diagnosis or reason for use: left hip osteoarthrosis. Physical therapy from (B)(6) 2012.